Manufacturer narrative:
The customer reported that the unit was not working. The customer ordered a new ac power cord and subsequently, reported that replacing the cord resolved the failure. We consider this a failure of the ac power cord.

Event description:
The customer reported that the unit was not working.